Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48.6 mg/dl. The customer was treated with carbs for the low blood glucose. Customer¿s blood glucose level was 48.6 mg/dl. The customer stated that the sensor had change sensor on day 2 and also received a sg value not available alarm. The product was not returned for analysis.